Manufacturer narrative:
Product event summary: analysis confirmed the programmer¿s stylus could not be calibrated; the overlay/bezel assembly was found out of electrical specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus could not be calibrated and it was faulty. The programmer has been returned to service. No patient complications have been reported as a result of this event.